Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. Typically, this failure is related to depleted batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.